Event description:
I registered my machine on (B)(6) 2021. I have checked my portal with no updates. I have called philips respironics multiple times about the complications I'm having and I've been told the same thing, we just answer the phone. (B)(6) 2022 I had atelectasis and other issues. I have told them that I'm falling asleep while standing up cutting fruit with a knife a few times, fell asleep standing up in the kitchen for a hour, I constantly head-bob all day long, and I've averaged between 2-4 hours of sleep every night. I don't use the machine. Someone from philips respironics will call me and they put me on the priority list. Well, it's been 15 months and nothing. FDA safety report ID # (B)(4).